Event description:
The following has been reported to fresenius kabi: "it is reported from the hospitalization service that nutrition was programmed on july 4 (total volume of 1475 ml, rate of 61 ml/hour, from a parenteral bag of 2000ml) was programmed between 17:00 and 17:30 (start time), to end in 24 hours, it ended earlier and the nutrition was perceived to be passing at a very fast rate. Therefore, a report is made for verification of operation and verification of the infusion pump history." Device history record was reviewed and nothing was found related to the reported event. Device log was downloaded locally and provided for analysis. The device was not returned to brézins for investigation as device check was carried out locally. Device history log was reviewed by our investigator in brézins. Infusion flowrate set at 61ml/h was confirmed however this is an occlusion alarm that stopped the device after 21h of use, not an end of treatement. Therefore it appeared that the infusion had run faster but it was not the end but instead the device needed to be attended to pursue its treatment. Recorded volume matches calculated volume, therefore there was no overflow. As per provided quality control certificate, no dysfunction of the device could be found. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.